Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation, along with three fired clips. Testing was performed on the event unit, which confirmed the complainant¿s experience of improper clip loading and incomplete clip closure. The feeder, a metal component located in the shaft, was measured and was found to be out of specification. Based on the condition of the returned unit, it is likely that the reported event was caused by the feeder that was out of specification, which likely occurred during use of the device. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented process and inspection enhancements intended to further minimize the potential for this type of event to occur. The event unit was manufactured prior to implementation of the process and inspections enhancements.

Event description:
Procedure performed: lap cholecystectomy with on the table cholangiogram. Incident description: first clip- surgeon tried the clip applier outside patient, this clip was closed fully and disposed of second clip- surgeon applied this clip to cystic artery. This clip did not close fully and was loose on the vessel, the clip was able to move the length of the vessel. Surgeon later removed this clip third clip and fourth clip- third clip misfired and dropped out of the jaws. Then a fourth clip was also discharged at the same time and dropped out of the jaws. Surgeon opened the competitor's device to complete the occlusion of cystic artery. Surgeon then used ca500 for cholangiogram- this clip fired successfully. I managed to obtain 3 clips (2/3/4th clip) which are included in the returned device inside a pot. The third (misfired) clip is shaped differently. The distal end of the clip is splayed outwards. Intervention: surgeon opened competitor's device. Patient status: no patient injury or illness.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap cholecystectomy with on the table cholangiogram. Incident description: first clip- surgeon tried the clip applier outside patient, this clip was closed fully and disposed of second clip- surgeon applied this clip to cystic artery. This clip did not close fully and was loose on the vessel, the clip was able to move the length of the vessel. Surgeon later removed this clip third clip and fourth clip- third clip misfired and dropped out of the jaws. Then a fourth clip was also discharged at the same time and dropped out of the jaws surgeon opened the competitor's device to complete the occlusion of cystic artery. Surgeon then used ca500 for cholangiogram- this clip fired successfully. I managed to obtain 3 clips (2/3/4th clip) which are included in the returned device inside a pot. The third (misfired) clip is shaped differently. The distal end of the clip is splayed outwards. Intervention: surgeon opened competitor's device. Patient status: no patient injury or illness.